Event description:
This is number two of six reports filed for similar incidents in one plasmapheresis center. All six incidents involve the same nurse. At the beginning of donation procedure a crack occurred in the luer connctor on the pheresis needle. The leak was noticed during the first blood draw. Due to possible contamination the donor's blood was not returned resulting in estimated blood loss between 100-200cc. No donor injury is reported and no medical intervention was required.